Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture in unipolar and bipolar configurations. Additional information was provided which noted the health care professional (hcp) planned to bring the patient into the office; however, no additional information was available. Additional information was received indicating the patient expired approximately two weeks post-implant. It was reported that their death was the result of a lead fracture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture in unipolar and bipolar configurations. Additional information was provided which noted the health care professional (hcp) planned to bring the patient into the office; however, no additional information was available. No adverse patient effects were reported. The lead remains in service.